Event description:
It was reported that when the balloon was inflated with contrast after the guidewire was advanced, the contrast began to leak from the catheter tip. The guidewire was exchanged; however, the same issue occurred. Another balloon was used to successfully complete the procedure. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned for analysis and solidified contrast media was noted within the hub of the balloon catheter. There were no visual anomalies noted to the balloon catheter or balloon. An attempt was made to remove the contrast from the hub of the device and to insert a patency mandrel, however the mandrel was only able to be inserted partially into the catheter shaft. The balloon catheter shaft was cut at the distal section in an attempt to insert a guidewire for inflation. The balloon was able to be inflated and a leak was noted through a small hole in the distal end of the balloon. As the balloon catheter was confirmed to be in good condition prior to use and prepared as per directions for use (dfu), it is likely that some procedural factors encountered during the procedure limited the performance of the device, contributing to the reported event and observed balloon leak. Therefore, a root cause of operational context has been assigned to the reported balloon leak.

Event description:
It was reported that when the balloon was inflated with contrast after the guidewire was advanced, the contrast began to leak from the catheter tip. The guidewire was exchanged; however, the same issue occurred. Another balloon was used to successfully complete the procedure. There were no clinical consequences to the patient.